Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. Information was reported that a patient is not able to charge their ins. The patient had nerve damage from a back surgery and he is now in pain because his ins is off. The patient called back because he did not have his equipment to troubleshoot. The patient reported that his therapy was going off and on by itself for a couple weeks. The patient was walked through attempting to connect to their ins recharger (insr) to charge their ins. The patient was seeing the reposition antenna and noted insr battery was fully charged. The patient said they are "always" seeing reposition antenna when the patient tries to charge their ins. The patient said the last successful charge was a month and a half or two months ago. The patient noted he has problems with his head. The patient reported having head surgery and is confusing their pain. The patient confirmed problems in head, surgery and confusion are all "separate" and unrelated to the device. Troubleshooting was attempted by connecting with the patient's programmer, but they did not have it with them. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.